Event description:
The account alleged the brake casters would set and hold but swivel while in brake mode. No injury reported.

Manufacturer narrative:
The account replaced the brake steer caster to resolve the issue.